Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, an additional lead was implanted. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has lost adequate therapy due to lead migration. As a result, the patient will undergo surgical intervention on a later date.